Event description:
It was reported that a small volume folfusor did not flow. This was observed during patient infusion. The clamps on the port were open, there was no kinking in line, and the port flushed well. The device was filled with fluorouracil 3040mg in115ml total volume sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: healthscope - (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from june 27, 2022 - june 29, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder suggesting a no flow problem may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.